Event description:
It was reported that prior to the start of a da Vinci-assisted surgical procedure, the Single Port (SP) Monopolar Curved Scissors (MCS) instrument had a notch in the insulation at the front where the scissor tip should be attached.The procedure was completed with no reported injury.Intuitive Surgical, Inc. (ISI) followed up with the initial reporter and obtained the following additional information: The instrument is a Single Port-instrument. The damage was on the distal end where you put on the scissors tip, not covered by the instrument sheet.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) has not received the da Vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.